Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy in more than a single episode for a conducted atrial arrhythmia. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.